Event description:
A professional courier contacted customer support to report that the patient refused an order as they are not needing items due to having catheter removed. A peritoneal dialysis registered nurse (pdrn) approved refusal and placed the patient on hold as they are having the catheter removed due to developing peritonitis. Further details were provided through follow-up with the patient¿s pdrn and clinic manager. The patient was seen in the pd clinic on (B)(6) 2025 due to complaints of abdominal pain and cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily for 7 days and ip vancomycin 5 doses over 2.5 weeks. The patient started completing back-up in-center hemodialysis (ichd). The culture was positive for staphylococcus epidermidis. The white blood cell (wbc) count was 1530 with 67% polymorphonuclear (pmn) cells. The patient had the pd catheter pulled on (B)(6) 2025 in an outpatient procedure. The patient is expected to return to pd therapy. The patient was not hospitalized. The cause of the peritonitis was determined to be the patient not wearing a mask. No further information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to a lack of wearing a mask during treatment. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A professional courier contacted customer support to report that the patient refused an order as they are not needing items due to having catheter removed. A peritoneal dialysis registered nurse (pdrn) approved refusal and placed the patient on hold as they are having the catheter removed due to developing peritonitis. Further details were provided through follow-up with the patient¿s pdrn and clinic manager. The patient was seen in the pd clinic on (B)(6) 2025 due to complaints of abdominal pain and cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily for 7 days and ip vancomycin 5 doses over 2.5 weeks. The patient started completing back-up in-center hemodialysis (ichd). The culture was positive for staphylococcus epidermidis. The white blood cell (wbc) count was 1530 with 67% polymorphonuclear (pmn) cells. The patient had the pd catheter pulled on (B)(6) 2025 in an outpatient procedure. The patient is expected to return to pd therapy. The patient was not hospitalized. The cause of the peritonitis was determined to be the patient not wearing a mask. No further information was provided.